Event description:
Event description cpi received information that while trying to interrogate during a routine follow up, this implantable cardioverter defibrillator (ICD) displayed a warning "possible device malfunction". The device was subsequently explanted.